Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: asthma, rhinitis, respiratory problems, tightness in the chest, throat swelling, skin rashes, hives, contact dermatitis, extremediscomfort, depression, and emotional distress.